Event description:
Device malfunction: difficult removal, device breakage. Time of malfunction: during procedure. Symptoms/ae: stroke, portion of filter system remains in vasculature. It was reported that during a right internal carotid artery stenting procedure, a portion of the emboshield embolic protection system (eps) detached during eps retrieval and remains in the middle cerebral artery. Following right internal carotid artery stent placement some resistance was felt when the eps was pulled through the stent. After removal, it was found that the polyurethane sheath and distal marker were stripped off and remained in the vessel. Extensive percutaneous transluminal attempts to retrieve the eps material were not successful and during the retrieval attempt, the patient experienced vasospasm, treated with nitroglycerin. The retrieval procedure was abandoned and the patient was placed on plavix for anticoagulation. Post-operatively, the patient was found to have a right temporoparietal stroke with hemorrhagic conversion. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device will not be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming.